Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient thinks her blood pressure has increased because of the device and wants it explanted. The patient thinks her blood pressure has increased because of the device and wants it explanted.